Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3100 would not open or close. A new kit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the scissors shaft was detached at the hub. There was no evidence of blood on the device. Based upon the visual observations and the functional test, the reported complaint was confirmed on (B)(4) 2010. (B)(4).